Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
As reported by the affiliate, before introducing the diagnostic catheter to the pt, while the physician was inspecting the distal end of the catheter, the distal end (brite tip) separated from the body of the catheter. The product was not used in the pt. Another cordis catheter was used to continue the procedure. There was no reported injury to the pt. Please note that multiple attempts to gather additional pt and procedural info have been made and have been unsuccessful.